Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the reporter provided the patient insulin based on the cgm reading (value not provided). The patient experienced slurred speech and difficulty breathing. The cgm was displaying 300 mg/dl and the bg meter was 20 mg/dl. Emergency medical technician's (emts) were called and checked a finger stick and the bg was reportedly still low and the cgm was 314 mg/dl. The emt treated the patient with glucose tablets and transported the patient to the hospital at around 10:30am-11:30am. At the time of the report, the patient was reportedly in the intensive care unit (ICU) recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.